Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. There are patient and procedural factors that may have contributed to this event. Gi bleeding is a known potential complications that may be associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Although a definitive cause and relationship to the device cannot be determined, with review of the available information there is no indication of any device malfunction or performance issues impacting the events. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted on (B)(6) 2016 with decreased h/h to 8.0/26.6(13.1-17.2 g/dl/39.3-51.6%) from (B)(6) 2016. Inr was 1.8 (0.89-1.29)suspected gastrointestinal bleed. Received 1 unit of packed red blood cell transfusion on (B)(6) 2016. Proton pump inhibitors (ppis)restarted, octreotide increased, and venofer added. All of these to be continued as outpatient. Pillcam for future planning with date pending. The patient was discharged on (B)(6) 2016 with resolution of h/h 9.1/29.5, and inr 2.0.